Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was observed to be depleting quickly. Reportedly, the pump had to be charged every day. There was no reported impact to the customer¿s blood glucose. The contact declined troubleshooting for the reported issue.